Event description:
Customer states that patient received rollator a year ago from insurance. They were not aware how to use the brakes. They claim the brakes do not work. I explained to have customer push the brake downward so that it clicks in place, customer did not try that and will go try now. Customer states that patient was hurt. Skin is thin and he slipped when trying to sit, because rollator was not locked. He scraped his elbow and was bandaged. Customer states it is fine.